Event description:
The customer tested his blood glucose and received a reading of 248 mg/dl. He retested using his elite meter and received a reading or 76 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the defference clinically significant. The customer did not adjust medication or allege any adverse events based on the readings. The test strips are to be returned for evaluation, and replacement strips will be sent.